Event description:
It was reported that a device was at eri but eri was not displayed on remote transmissions, and the patient did not receive a patient notification alert. The device was explanted and replaced due to eri. The patient condition was good following the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported eri notifier anomaly was confirmed in the laboratory. Review of the device image verified the battery voltage was below eri prior to explant without triggering an eri alert. Further investigation indicated there was a manufacturing anomaly which caused to device to have a lower than expected voltage threshold for eri. The cause of the field event was due to a manufacturing anomaly.